Manufacturer narrative:
Checking the manufacturing charts of the involved lot #25bc0a5 and ster. # 2500063, no pre-existing anomaly was found on the 110 devices manufactured with the same lot # we submit a final MDR when the investigation is complete.

Event description:
Total knee arthroplasty revision was performed on the (B)(6) 2025 due to disengagement of ps liner. The patient just underwent primary tka on the (B)(6) 2025. The patient felt ache on the knee. X-ray images taken on the (B)(6) show the liner had disengagement. During revision surgery, new liner has been implanted to the patient. The suspected/explanted item is: - physica ps tibial liner #4 (product code 6535.50.410, lot # 25bc0a5, ster. # 2500063) - device sold in us patient is 58 years old with strongly reduced activity level. Event happened in japan.